Event description:
The caller was the patient's father, and he reported that the tracheostomy tube was inserted into his son two weeks ago and the pilot balloon kept going flat, allowing the cuff to deflate. The tracheostomy tube was removed and submerged in water. Water could be seen coming out of the pilot balloon seam. Another tracheostomy tube was placed in the patient.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.